Event description:
Initial reporter indicated during an office visit, a system diagnostics test performed showed high lead impedance indicating a possible lead malfunction. X-rays have been reviewed by MFR and no obvious discontinuities or anomalies noted. The pt does not have any follow-up visits planned and is not having an increase in seizures. No interventions are planned for the pt at this time.

Manufacturer narrative:
Ap and lateral x-ray review of neck and chest evaluated by MFR. No obvious lead discontinuities noted. Device malfunction suspected, but did not cause or contribute to a serious injury or death.